Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped the ilet while seated on a toilet, causing the connector to break into multiple small pieces and preventing reconnection until the internal portion was removed and the cartridge chamber was cleaned; the patient then completed a supplies change and resumed use. Symptoms included elevated blood glucose up to 270 mg/dl. Outcomes included correction of hyperglycemia using the ilet without medical intervention or hospitalization. Investigation included visual inspection by the user with removal of internal fragments and cleaning of the cartridge chamber. Investigation of this case revealed a damaged connector consistent with user-induced mechanical breakage, with device function restored after debris removal and supplies replacement. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to accidental dropping.